Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted with a proglide device after a coronary angiogram diagnostic procedure using a 5f sheath. Reportedly, the marker lumen got clogged. Initially bleed black flow was noted, the device was pulled back a bit then pushed forward again and then the bleed back flow stopped. A new non-abbott device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
Subsequent to the initially filed report, the following information was received: the device marker lumen was pre-flushed heparinized saline prior to use. No additional information was provided.

Manufacturer narrative:
Analysis was performed on the returned device. The reported obstruction of flow was not confirmed. Production records and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined that the reported obstruction of flow and unexpected medical intervention appear to be related to operational context. It is likely that under insertion of the device, the marker port not being in the arterial lumen, improper insertion angle is due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Correction: g2 - report source - foreign was removed.